Event description:
It was reported that the device was not getting up to 91 degrees. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with wear and tear damaged enclosure, cracked tank cover, and liquid crystal leakage in the lcd (liquid crystal display). The customer stated problem was duplicated. The device never gets up to 91 degrees confirming the customer complaint. The cause of the reported problem could not be determined. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR (device history review) was not performed. Service history review identified this device has not been in for service previously.

Event description:
Additional information was received which included the event date and there was no patient involvement. Event occurred during preventative maintenance.

Manufacturer narrative:
Additional event information received indicating no patient involvement (updated b5, h6). Event date updated (b3). E4 is unknown, no information provided to date., corrected data: updated single use.